Manufacturer narrative:
Device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-apr-2025. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the foreign material issue reported by the customer; the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Blood accumulated in the transparent part of the catheter tip. No significant increase in impedance or abnormal contact force (cf) was observed. No error occurred. Noticed during the removal of the qdot micro catheter from the patient's body after conducting several points of ablation of the mitral at 40w, cf approximately 10g. The issue was resolved by replacing the catheter, then the procedure was successfully completed. There was no patient consequence reported additional information was received on 13-mar-2025. Did not result in wires being exposed. Also, did not result in any lifted nor sharp rings. Additional information was received on 19-mar-2025. Used the flexcath contour steerable sheath, 10fr. No difficulty experienced while maneuvering the catheter nor during the withdrawal. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-apr-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax 17-apr-2025 and have assessed this returned condition as reportable.